Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Event description: it was reported that during a osteochondral transplantation (oats) surgery at the ankle joint the device was bent/suckered. The reported event was confirmed as the evaluation revealed that the ar-1980cp-10 and the ar-1980cp-11 are bent. The observed condition is typically caused by applying excessive forces.

Event description:
It was reported that during a osteochondral transplantation (oats) surgery at the ankle joint the device was bent/suckered. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.